Event description:
It was reported that a patient underwent a c-section on (B)(6) and suture was used. Six days post operative, she developed a puerperal infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.